Event description:
Caller tested 7.3 inr on the coaguchek xs system while a comparison lab returned as 1.1 inr. Caller was advised to hold her coumadin dose for three days based on meter result. No adverse event reported. Requested return of suspect system, however, caller no longer has the test strips; replacement was sent.

Event description:
It was reported that the nail broke six weeks after implantation at the beginning of weight bearing. Device was removed. Patient outcome: no adverse effect reported as a result of this event.

Manufacturer narrative:
Additional parts involved in incident: part no. 29261 lot no. 027134 description lag screw. DHR was reviewed and no anomalies were identified during the manufacturing process.